Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The core separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information provided, the investigation was unable to determine a conclusive cause for the reported separation. It may be that the wire prolapsed or was damaged during insertion, however, this could not be confirmed. The additional treatment is related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left main coronary artery. A whisper guide wire advanced without resistance, but the core separated into two pieces. The wire was removed, and the separated portion was successfully retrieved with a snare. An unspecified guide wire was used to successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.